Manufacturer narrative:
The device passed displacement test, basic occlusion test and prime test. However, the device was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with scratched lcd window. Device was received cracked case display window corner. The device was received with cracked battery tube threads. The device was received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Device was received with cracked reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 101 mg/dl. Troubleshooting was performed. The device was returned for analysis.